Event description:
In 2007, a doctor informed kerr corporation that the premise composite had not cured completely during a large build-up procedure for a crown placement. The patient returned one week later, and the doctor had to remove the composite build-up and redo the procedure.

Manufacturer narrative:
The doctor removed the uncured composite build-up and rebuilt the composite build-up by carefully curing each layer before adding the next layer of composite. The crown has been replaced and the patient is doing fine.